Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unstable rv capture thresholds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that asystole was observed in the patient's telemetry strips and the right ventricular (rv) lead threshold was found to be elevated. In reviewing the strips, pacer spikes could be seen in the p-wave, with what appeared to be a back up pace every fourth beat. It was suspected that when the cardiac resynchronization therapy pacemaker (crt-p) tried to run rv capture management, the left ventricular (lv) lead was turned off and because the rv threshold was high, there was no ventricular support. The patient was asystolic until rv capture management aborted. It was noted the telemetry strips had a pattern of rv capture management, consistent with rv failure to capture, even with back up pace after test pace. In addition, rv lead dislodgement, along with a perforation, were noted. Rv capture management was turned off and the rv lead was revised. No further patient complications have been reported as a result of this event.